Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018. The customer's blood glucose was 369 mg/dl. The customer stated that the insulin pump was not functioning completely and display was blank. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Unit passed the displacement test, rewind test and excessive no delivery test. Insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to loose/protruded drive support disk. Unable to perform basic occlusion test or occlusion test due to motor error alarm. Motor passed the motor test. Unit was received with cracked case at display window corner, minor scratched lcd window, partially broken reservoir tube lip and scratched reservoir tube window.